Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 39 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 112 mg/dl. Troubleshooting found that the drive support cap was normal and advised customer to review priming technique. Customer indicated that she will speak with her doctor regarding the low blood glucose and declined further troubleshooting.